Event description:
Per oos, "the suture sleeves allowed leads to slide even with additional sutures." This lead dislodged twice and the second time this lead was replaced with an arox 45-jbp, (B) (4).